Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte needle pierced the catheter. The following information was provided by the initial reporter: at midday on april 15, the nursing staff in the emergency area reported to the pharmacy that the medical device was having problems during cannulation, where the flexible part (catheter) was breaking. 7 units of the device were used. The patient was discharged after a few hours.

Manufacturer narrative:
A device history record review was completed for provided material number 38831114 and lot number 3027449. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was provided for evaluation by our quality team. Through examination of the picture sample, two (2) insyte products were observed with the needle protruding through the catheter. Based on the investigation so far, an exact cause could not be determined for this incident. Improvement actions for the defect of needle perforation through catheter were implemented under a corrective action plan in september 2024. These actions included procedure and supports for challenge parts and training of the associates involved in the insyte assembly process. The lot number involved in this report was manufactured in february 2023, prior to the implementation of the improvement actions. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.